Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Additional information was received. No revision procedure was performed. The patient had been hospitalized due to pulmonary disease and subsequently expired. The physician did not feel the patient's death was related their implanted system and no return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that twelve days post implant, the patient with this right ventricular lead was hospitalized. Telemetry review of this lead revealed impedance and intrinsic amplitude changes during the past two days. Lead dislodgement was suspected. A revision procedure is intended. No adverse patient symptoms were reported.